Manufacturer narrative:
Reliability analysis inspected 3 opened/used sensors and performed bicarbonate buffer tests per dop114-830. Two of 3 sensors failed. One of 3 sensors failed for excessive blood. 1 sensor failed for low readings. One remaining sensor passed per specifications with accurate readings. However, it was found that all 3 sensors had bent cannulas. Unable to confirm whether the customer received sensors in said condition due to the customer returning the sensors opened/used.

Event description:
It was reported that the insulin pump alarmed sensor errors 3 times on 3 different sensors. The blood glucose reading was 152 mg/dl. The customer stated that he had followed all the procedures for sensor use and advised that this was the only batch of sensors which had given him constant sensor errors. Upon troubleshoot, it was found that the transmitter was working as designed. Advised that the sensors may not have been working, had been dislodged, bent, retracted, or damaged. Advised replacement of the sensors. Nothing further reported.